Event description:
Silicone breast implants implanted in 1987. Pt complains of joint discomfort and fatigue. Implants removed, decontaminated and given to pt. Right implant 217 gm, left implant 218 gm.